Event description:
Duiring a mitral valve repair procedure, the surgeon experienced difficulty in monitoring pressures. The case was completed successfully with the catheter and there were no adverse pt consequences. After the procedure was completed the balloon was examined and appeared elongated to the surgeon.